Manufacturer narrative:
Additional gore® tag® device included in this report: tag4020/9995256. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2013, the patient was implanted with two gore® tag® thoracic endoprostheses (tag4020/9995256 and tag3720/8288467) to treat a descending thoracic aortic aneurysm measuring 70.4 mm in diameter. On (B)(6) 2014, a distal type I endoleak was identified. On (B)(6) 2014, the patient was implanted with an additional endograft to treat the distal type I endoleak. The endoleak was successfully treated, and the patient was discharged home on (B)(6) 2014.